Event description:
It was reported that the patient presented in clinic for follow-up. Radio frequency telemetry could not be established for device interrogation using multiple programmers. Device interrogation was successful using the wand on the programmer. The patient was stable before, during and after the interrogation.